Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.    (B)(6).

Event description:
The customer reported a loudspeaker error occurred. It is unknown if the device was in use at time of event, and there was no adverse event reported.

Event description:
The device was in use at time of event, no adverse event was reported.

Manufacturer narrative:
A philips bench repair technician(brt) further evaluated the device and confirmed there was normal sound coming from the speaker and a speaker inoperative message was present. A cold start and software update to n.00.006 were performed; the lingering false speaker inop was still present. The cause of the reported problem was due to an unperformed software update from rev n.00.06 to rev p.01.04. A software update from rev n.00.06 to rev p.01.04 was performed. The device was operational after software update. Furthermore, based on the information available it was indicated that the device was producing sound normally at the time of the event. A speaker malf inop was reported as a visual message. The presence of a visual inop indicating that the speaker has malfunctioned when audio is confirmed to be operational, and sound is provided is not likely to lead to harm as alarms continue to be annunciated. No death, serious injury or adverse event was reported to have occurred or was alleged as a result of this issue, nor is this issue likely to cause or contribute to such an event if it were to recur. Therefore, this record has been deemed not a reportable event within philips.